Manufacturer narrative:
Additional information: lot number and UDI number, method, results, and conclusions - the returned screw was examined. The shank was found to have fractured at the neck. Without further information, the cause of this failure cannot be determined as it is unknown if the patient underwent a traumatic event (such as a fall) or if the closure top migrated prior to the screw breakage, causing greater-than-expected stressed on this screw, leading to fatigue failure. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated and a reduction screw that broke post-operatively. The closure top and screw were removed an replaced with an alternative closure top and screw to complete the procedure. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted.  The lot number is unknown; therefore the device history records are unable to be reviewed.  Current information is insufficient to permit a valid conclusion about the cause of this event.  If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00237.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated and a reduction screw that broke post-operatively. The closure top and screw were removed an replaced with an alternative closure top and screw to complete the procedure. This is report two of two for this event.